Event description:
On december 1, 2023, senseonics was made aware of an adverse event where the user experienced a failed sensor removal attempt.

Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed. No further investigation is required.